Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bol. The device was implanted for 5 months. The inspection of the pacemaker memory revealed no anomalies. There were no indications of a device malfunction. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.

Event description:
This patient had an autoimmune reaction to the device at the pocket site, which resulted in severe pain for the patient. This occurred with two prior pacemakers as well. At the patient's request, the physician explanted this system. The system was not replaced because the patient was still symptomatic with the pacemaker implanted. Should additional information become available, this file will be updated.